Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at about 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.